Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
Eye care provider sent a letter along with product return to the manufacturer alleging that the patient was experiencing reoccurring eye infections while using the product. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.